Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn # (B)(4). The customer returned one, unopened arterial catheterization set. No signs of use were observed on the kit. The kit was opened to further examine the components. Visual analysis of the catheter extrusion revealed that the catheter body was intact as returned, however, further evaluation of the returned device revealed the catheter body was brittle and separated easily. This type of damage is consistent with exposure to uv light during storage and shipping. During testing, the catheter became separated in a manner consistent with the customer report. The length of the catheter from the juncture hub to the distal tip measured 83mm which is within the specification limits of 82-86mm per the catheter product drawing. The catheter body outer diameter measured 1.060mm, which is within the specification limits of 1.04-1.09 mm per the catheter extrusion graphic. Manufacturing and r & d were contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A complaint history review for this failure mode over the past 5 years (01-dec-18 thru 01-dec-23) was performed for all finished good part numbers containing catheter pcz-00820-002. All complaints identified as presenting this failure mode were reported from this same customer (hospital clinic de barcelona). No other similar complaints have been reported from any other customer. A review of sales for the same finished good part numbers over the same timeframe identified a total of 2,015,761 ea sold globally in 40 different countries (94% of sales outside of spain). This indicates that the issue is isolated to this specific customer. A device history record review was performed, and no relevant findings were identified. The report of an arterial catheter separation was not confirmed through complaint investigation. Visual and functional analysis revealed that the catheter body was intact as returned, however, further evaluation of the returned device revealed the catheter body was brittle and separated easily. Testing performed at the r & d facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A complaint history review was performed for all finished goods containing catheter pcz-00820-002, and it was confirmed that the issue is isolated to this specific customer. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.